Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 300 mg/dl. The customer did experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing due to high blood glucose value. No further patient complications were reported. The insulin pump will not be returned for analysis.